Event description:
The tps micro driver was sent for eval because it was running on its own without activation during testing. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
The device was received for eval; add'l info will be submitted once the quality investigation is completed.